Manufacturer narrative:
MFR 9615008-2017-00009 is associated with argus case (B)(4), sensodyne pronamel toothbrush.

Event description:
Nearly choked [choking]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (sensodyne pronamel toothbrush) toothbrush for product used for unknown indication. Concomitant products included gsk toothbrush (sensodyne toothbrush). On an unknown date, the patient started sensodyne pronamel toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne pronamel toothbrush, the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with sensodyne pronamel toothbrush was unknown. On an unknown date, the outcome of the choking and product complaint were not reported. It was unknown if the reporter considered the choking to be related to sensodyne pronamel toothbrush. Additional details, the consumer sent the following email. The case was reported by consumers mother. Consumer recently bought a pronamel sensodyne toothbrush for her daughter and the bristles had been coming out in clusters as she was brushing her teeth, she nearly choked once. They had been using normal sensodyne toothbrushes for a long time with no problems but this one was a pronamel one.